Event description:
Our daughter has a dexcom 6 cgm for her type 1 diabetes. The dexcom share server has been out 24 hours with no communication from dexcom. It was particularly bad that the server went out in the evening and we were unaware that we weren't getting any data. The no data warning was not working either. Our daughter sleeps through the low glucose warnings. This could have caused a life threatening situation. Dexcom communication has only occurred on (B)(6) and we are not on that platform. This is completely unacceptable. FDA safety report ID# (B)(4).